Manufacturer narrative:
The reported event of p-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that during a lead implant procedure on (B)(6) 2021, there was decreased sensing of p-waves on the atrial lead. A new atrial lead was used and implanted with acceptable parameters. There were no patient consequences before, during, or after the procedure.